Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have crowns on their teeth which they believe makes them contraindicated. Patient provided a letter of recommendation from their dentist. In the letter the dentist stated that after a thorough review of the patient's current situation and treatment progress, it is recommended that their treatment be discontinued and proceed to retainer retention than continuing further aligner therapy. This will help preserve the progress achieved and maintain alignment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.